Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery off no power alarms noted. Unit passed off no power test, self test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. Alarm noted after battery change. Unable to complete functional test due to alarm. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their replacement insulin pump alarmed twenty times. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the flow of insulin was blocked. The customer was assisted with troubleshooting and the device passed the test functions. The customer sent the replacement insulin pump back for analysis.